Event description:
During an initial implant procedure, the left ventricular (lv) lead was unable to be inserted into the header of the device. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of the lv-lead could not be fully inserted into the header was confirmed. Analysis revealed the lv-setscrew had been turned down in the connector port blocking full lead insertion into the header. When the setscrew was retracted out from blocking the port, leads could be fully inserted into the connector. The setscrew could be tightened down on test leads and the leads were held firmly in the connector. No device anomalies were found. It appears the user/physician had made some manipulations to the lv-setscrew. Even is not, the user¿s manual states to retract or back out the setscrews for lead insertion problems. This was not done or not correctly done by the physician. This is a user related problem.